Event description:
By telefax, the customer's biomedical engineer submitted a price enquiry for a replacement speaker assembly for the intellivue multi measurement server x2, to replace a defective loudspeaker. Patient/user involvement: was the device being used on a patient at the time of the event, including for the purposes of diagnosis? The device was not in use on a patient at the time of the reported issue. Was there any adverse event to the patient or user? If yes, describe? No death or patient / user injury or harm was reported.